Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and demyelination ("demyelinating disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), demyelination (seriousness criterion medically significant), menorrhagia ("heavy periods"), anaemia ("anemia"), abdominal pain lower ("severe cramping"), back pain ("back pain"), pain in extremity ("leg pain") and abdominal pain ("sharp pains in the abdomen"). The patient was treated with surgery (on (B)(6) 2018, essure removal procedure is scheduled). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, demyelination, menorrhagia, anaemia, abdominal pain lower, back pain, pain in extremity and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, demyelination, menorrhagia, pain in extremity and pelvic pain to be related to essure. Diagnostic results: hsg test done after implantation but no result was provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and demyelination ("demyelinating disease") in an adult female patient who had essure (batch no: 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, allergic reaction to antibiotics, secondary dysmenorrhea, perineal pain, follicular cyst of ovary (right ovary left ovary), frequency of menses, menometrorrhagia (excessive and frequent menstruation with regular cycle.), menstruation abnormal, intermenstrual bleeding, deep dyspareunia, anxiety, depression, mood disorder, vaginal discharge (heavy vaginal bleeding), neoplasm malignant and hemorrhage (nos). *hsg test done after implantation but no result was provided. Concomitant products included drospirenone + ethinylestradiol (ocella) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), demyelination (seriousness criterion medically significant), menorrhagia ("heavy periods"), anaemia ("anemia"), abdominal pain lower ("severe cramping"), back pain ("back pain"), pain in extremity ("leg pain") and abdominal pain ("sharp pains in the abdomen"). The patient was treated with surgery (on (B)(6) 2018, removal procedure is scheduled/ total hysterectomy bilateral salpingo. Oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, demyelination, menorrhagia, anaemia, abdominal pain lower, back pain, pain in extremity and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, autoimmune disorder, back pain, demyelination, genital haemorrhage, menorrhagia, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: result: no filling of the fallopian tubes consistent with uterine cornual occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, pelvic pain, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2018: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Other relevant history and lab data added. Lot number newly added. Event: bleeding and autoimmune-like symptoms were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and demyelination ('demyelinating disease') in an adult female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, allergic reaction to antibiotics, secondary dysmenorrhea, perineal pain, follicular cyst of ovary (right ovary left ovary), frequency of menses, menometrorrhagia (excessive and frequent menstruation with regular cycle.), menstruation abnormal, intermenstrual bleeding, deep dyspareunia, anxiety, depression, mood disorder, vaginal discharge (heavy vaginal bleeding), neoplasm malignant, hemorrhage (nos), aneurysm cerebral (unruptured) and meningitis. Concomitant products included drospirenone + ethinylestradiol (ocella) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), demyelination (seriousness criterion medically significant), menorrhagia ("heavy periods/ menorrhagia"), anaemia ("anemia"), abdominal pain lower ("severe cramping"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("sharp pains in the abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (on (B)(6) 2018,removal procedure is scheduled/ total hysterectomy bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, demyelination, menorrhagia, anaemia, abdominal pain lower, back pain, pain in extremity, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, autoimmune disorder, back pain, demyelination, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2014 (but test was in 2013). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no filling of the fallopian tubes consistent with uterine cornual occlusion. Coils placed correctly. Pathology test - on (B)(6) 2018: proliferative endometrium with foci of superficial stromal collapse and breakdown no endometritis identified. No atypia, hyperplasia/neoplasia, or malignancy identified. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, pelvic pain, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: due to internal review this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. No new information was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and demyelination ("demyelinating disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), demyelination (seriousness criterion medically significant), menorrhagia ("heavy periods"), anaemia ("anemia"), abdominal pain lower ("severe cramping"), back pain ("back pain"), pain in extremity ("leg pain") and abdominal pain ("sharp pains in the abdomen"). The patient was treated with surgery (on (B)(6) 2018, essure removal procedure is scheduled). At the time of the report, the pelvic pain, demyelination, menorrhagia, anaemia, abdominal pain lower, back pain, pain in extremity and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, demyelination, menorrhagia, pain in extremity and pelvic pain to be related to essure. Diagnostic results: hsg test done after implantation but no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and demyelination ('demyelinating disease') in an adult female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, allergic reaction to antibiotics, secondary dysmenorrhea, perineal pain, follicular cyst of ovary (right ovary left ovary), frequency of menses, menometrorrhagia (excessive and frequent menstruation with regular cycle.), menstruation abnormal, intermenstrual bleeding, deep dyspareunia, anxiety, depression, mood disorder, vaginal discharge (heavy vaginal bleeding), neoplasm malignant, hemorrhage (nos), aneurysm cerebral (unruptured) and meningitis. Concomitant products included drospirenone + ethinylestradiol (ocella) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), demyelination (seriousness criterion medically significant), menorrhagia ("heavy periods/ menorrhagia"), anaemia ("anemia"), abdominal pain lower ("severe cramping"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("sharp pains in the abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (on (B)(6) 2018,removal procedure is scheduled/ total hysterectomy bilateral salpingo.oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, demyelination, menorrhagia, anaemia, abdominal pain lower, back pain, pain in extremity, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, autoimmune disorder, back pain, demyelination, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2014 (but test was in 2013) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no filling of the fallopian tubes consistent with uterine cornual occlusion. Coils placed correctly. Pathology test - on (B)(6) 2018: proliferative endometrium with foci of superficial stromal collapse and breakdown no endometritis identified. No atypia, hyperplasia/neoplasia, or malignancy identified. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, pelvic pain, autoimmune disorder. Lot number: 827923 manufacturing date: 2011/02 expiration date: 2014/02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and demyelination ('demyelinating disease') in an adult female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, allergic reaction to antibiotics, secondary dysmenorrhea, perineal pain, follicular cyst of ovary (right ovary left ovary), frequency of menses, menometrorrhagia (excessive and frequent menstruation with regular cycle.), menstruation abnormal, intermenstrual bleeding, deep dyspareunia, anxiety, depression, mood disorder, vaginal discharge (heavy vaginal bleeding), neoplasm malignant and hemorrhage (nos). *hsg test done after implantation but no result was provided. Concomitant products included drospirenone + ethinylestradiol (ocella) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), demyelination (seriousness criterion medically significant), menorrhagia ("heavy periods/ menorrhagia"), anaemia ("anemia"), abdominal pain lower ("severe cramping"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("sharp pains in the abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (on (B)(6) 2018,removal procedure is scheduled/ total hysterectomy bilateral salpingo.oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, demyelination, menorrhagia, anaemia, abdominal pain lower, back pain, pain in extremity, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, autoimmune disorder, back pain, demyelination, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: no filling of the fallopian tubes consistent with uterine cornual occlusion. Coils places correctly. Pathology test - on (B)(6) 2018: result: proliferative endometrium with foci of superficial stromal collapse and breakdown no endometritis identified. - no atypia, hyperplasia/neoplasia, or malignancy identified. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, pelvic pain, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: new pfs received- new events added:abnormal bleeding (vaginal), dysmenorrhea (cramping). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.